Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received a unexplained error code and clip railing was broken at the back of the pump. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-1880.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No pump error 38 alarm noted during testing. No pump error 41 noted during testing. The formatted history file confirmed the pump alarmed pump error 38 alarm (line number 589, 713 file number 121, 121) on 04/14/2025 18:54:01.000. The formatted history file confirmed the pump alarmed pump error 41 alarm (line number 752, 700, 602, 1541, 3901 file number 121,121,121,2002,32112) on 04/14/2025 18:59:57.000. The p-cap locks properly into the reservoir compartment. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, overlay scratched, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. Pump passed all required testing. Cosmetic damage was confirmed at belt clip during analysis. Unspecified alarm was confirmed during analysis and triggered by pump error 41 and pump error 38. The pump history download history confirmed the pump alarmed pump error 41. The pump history download history confirmed the pump alarmed pump error 38. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.